Manufacturer narrative:
Zimvie complaint: (B)(4).. Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
It was reported that the healing abutment at position # 35 (universal) would not fully seat. The implant in position 35(universal) had fully integrated when torque tested. The healing abutment was tried on other implants and still it would not seat properly. Another healing abutment was placed.

Manufacturer narrative:
The product was returned for investigation. The reported event is non-verifiable without return of all items involved. The alleged coob is non-verifiable, since the condition of the product/packaging as received by the customer was unknown. Based on the evaluation, the device malfunction did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing with a stock implant to recreate the reported event; verified the abutment seated without hindrance. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.